Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after the insulin cartridge became disconnected from the pump, leading to prolonged high glucose, and the user later reattached the cartridge and primed the tubing with guidance; the device resumed insulin delivery and the user subsequently reported a blood glucose of 81 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education regarding cartridge attachment, tubing fill, and understanding of high glucose thresholds. Investigation of this case revealed a user handling and connection issue with the cartridge-to-pump interface that interrupted insulin delivery, which resolved after correct reattachment and priming. It was concluded, based on previously established findings for similar reports, that user technique and connection error caused the event.